Manufacturer narrative:
Other, other text: the returned device was evaluated. During investigation, the device did not power on and off by itself. It was noted the device battery had lost its full charge capacity information. This caused the device to shut down on battery power even though it stated a 100% state of charge.

Event description:
The customer reported that the device is intermittently turning on and off. There was no patient impact or consequence reported.